Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.

Event description:
According to the reporter, the balloon couldn't be inflated. Another balloon was used with no problem. Problem noticed prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).